Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio meter #1: 1.2, inratio meter #2: 2.5. Tests were done a few minutes apart. No lab draw was done. No pt info was provided.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2011, 1st inr: 1.2, 2nd inr: 2.5, mean: 1.85, sd: 0.92, %cv: 49.69. Since %cv is more than 20%, the test failed the criteria for precision. Additional investigation is required. Recent test conducted on lot # 253028 on 9/1/2011 met accuracy and precision criteria. Test results are as follows: donor 96 = 3.3, 3.6, 3.0 inr; donor 97 = 2.9, 3.3, 3.1 inr. At least two out three replicates are within the allowable bias (+ or -1.0) of reference results for donor 96 (2.78 inr) and donor 97 (2.3 inr), respectively. In-house test results have 9.09% and 6.45%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned. Retain strip testing results met precision criteria. There is insufficient info in the case to determine a root cause. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.